Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. This event was determined to be supplemental and investigation findings will be submitted under manufacturer reference number: 2916596-2024-07718. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was not a loss of power and no impact to pump function or patient adverse event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the "beep was smaller" when self-checking the mobile power unit (mpu). The mpu was replaced.